Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of chronic low back pain. It was reported that the patient's device was at eos. The caller requested a longevity estimate for a primary cell. The rep stated that the patient saw an eri message in (B)(6)and was having issues in (B)(6). The patient didn't have time in their schedule to get the device replaced. The rep stated that as of right now the patient is unable to use their stimulation. The rep stated that the patient programmer wouldn't communicate with the device but the 8840 would. The rep indicated that it was normal battery depletion, but tech services noted that it was only 8 years. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4) no longer applicable to the event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that a clinician programmer was used to determine end of service status that the ins had reached. The end of life for the ins was determined to be normal. The replacement of the device was pending per patient's request.